Manufacturer narrative:
Additional information received on 4-jan-2021: it was reported that to resolve the reported issue, the user changed the tubing.

Event description:
It was reported the device was being primed and required 10 ml of fluid rather than the expected 8 ml. The reporter stated the set primed more slowly than usual. No adverse effects reported.